Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely powered off and emitted a clicking sound when an attempt was made to turn it on. The field service engineer reseated the power cable and attempted to power on the device. The hard drive was unplugged, and the issue was isolated to drawer 2.2. The drawer controller board was replaced, and the station was rebooted. The system functioned as intended after the field service engineer repaired the device.